Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, for the stomach resection, the jaws of the reload would not close completely in order for it to fire. A new device was opened to resolve the issue and complete the case. There was no patient injury.